Event description:
Boston scientific received information that the patient with this right ventricular lead presented to the emergency room after experiencing a syncopal episode. When the device was interrogated, low intrinsic r waves and loss of capture were noted. The presenting electrogram showed complete heart block with a heart rate in the twenties. A lead revision procedure was performed where it was determined that the lead had dislodged. There was tissue noted in the lead tip. A new lead was implanted. There were no additional adverse patient effects. The lead is to be returned.

Manufacturer narrative:
As of today, the lead has not yet been returned. Should additional information become available, this report will be updated.

Event description:
The lead has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was thoroughly inspected and analyzed. Dried blood/body fluid was noted in the helix housing. The lead was received with the helix extended with tissue noted to have been entwined in the helix. The helix mechanism did not function as expected, likely due to body fluid infiltration into the helix. The lead was determined to have been electrically continuous. The clinical observation that the lead had dislodged was confirmed via laboratory analysis.